Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Compressor mini alarm high psi reported at customer. Discovered as part of pre-use checks. Compressor failed to operate, surfacing high pressure alarm. Engineer replicated user complaint. The main board was replaced, and successfully completed a full function check on compressor without issue and the faulty one was sent back for further investigation. The returned faulty main board was mounted in a reference compressor mini unit and the issue was reproduced. If the compressor stops and fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The root cause is considered to be a random intermittent component failure without any design or manufacturing issue.

Event description:
It was reported that the compressor failed to operate and displayed a high pressure alarm. There was no patient involvement. Manufacturer's ref. #: (B)(4).